Event description:
It was reported that the patient presented remotely two weeks after implant via (B)(6). It was discovered that the patient's right ventricular (rv) lead had decreased r waves and high capture threshold. Therefore, the physician elected to explant and replace the rv lead. There were no patient consequences.